Event description:
It was reported during a da vinci surgical procedure, that the tips of the maryland bipolar forceps instrument was misaligned. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. One grip was bent, causing side to side misalignment of grips. There was .032 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint indicating likely cause of being remains overloading at the tip. Failure analysis concluded, the bent damage may be due to mishandling/misuse. Additional findings by failure analysis found the instrument clamping pulley exhibited orange colored residue. The housing was removed and orange colored residue was noticed. It was concluded this was due to improper cleaning. Additionally the distal end of main tube had various scratch marks with light material removed. The scratches are not aligned with the tube axis. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: -read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube scratches with light material removed if to recur could cause or contribute to an adverse event.